Event description:
Reportedly, the residual longevity displayed by the programmer dropped by 15 months within 7 months (20 months time to eri in (B)(6) 2011, while it was at 5 months on (B)(6) 2012). Therefore evaluation of device replacement was recommended. It should be noted that the overall device longevity was satisfactory.

Manufacturer narrative:
(B)(4) 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.